Event description:
Patient's caretaker contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient's caretaker did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).